Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an ipg placement on (B)(6) 2024 the physician was trying to undo the extensions and the end of the lead broke. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.